Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. The unused device was received within an intact shipping box. A review of device memory confirmed the field reported allegation and the laboratory interrogation, generated a similar, do not implant, indicator. The cause of these error codes was due to a memory corruption, several months prior. Engineers were able to correct the memory anomaly, with a firmware reset. Next, the device was exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Exhaustive laboratory analysis was unable to confirm the root cause of the memory corruption event and following the memory reset, the device operated normally and as intended. The device has been archived.

Event description:
Boston scientific received information that prior to implant, an interrogation of this device exhibited the message of do not implant. The device was not used and data sent for an engineering review. No patient involvement. Engineers reviewed the submitted data and concluded that the pg had encountered a widespread memory corruption event, several months prior. A subsequent reset did restored it to an operational state however since the device was not implanted, the recommendation was to return the unit for further analysis.